Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge but stated they needed more than 50 units. They were able to reload the same cartridge and detect more insulin, which resolved the issue.